Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round high profile 270cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement of breast prostheses on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 4/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round high profile 270cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement of breast prostheses on (B)(6) 2018. The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 5.5 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).